Manufacturer narrative:
Mml #: (B)(4). Patient information has been requested. Other devices explanted: model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6) UDI:(B)(4). Model: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6) UDI: (B)(4).

Event description:
The patient was reported to be unable to run therapy. There was no report of patient harm or injury. The therapy manager troubleshot this issue with the patient and confirmed that the right lead had out-of-range/high-impedance failure. The patient needed magnetic resonance imaging (MRI) for her back pain and requested an explant of the device. All parts were removed without complications.

Manufacturer narrative:
Mml #: (B)(4). Patient information has been requested. Other devices explanted: model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI: (B)(4). Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI: (B)(4). The implantable pulse generator (ipg) and leads were returned for analysis. The reported issue was verified. Visual inspection confirmed that the lead conductor coil wire fracture caused the out-of-range/high impedance conditions observed with the right percutaneous stimulation lead. There is no allegation against the functionality of the explanted ipg and the second lead. The ipg was tested and operated within the manufacturing specifications. Both leads were received in two segments. Therefore, no functional testing can be carried out.

Event description:
The patient was reported to be unable to run therapy. There was no report of patient harm or injury. The therapy manager troubleshot this issue with the patient and confirmed that the right lead had out-of-range/high-impedance failure. The patient needed magnetic resonance imaging (MRI) for her back pain and requested an explant of the device. All parts were removed without complications.